Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device had a high capture threshold. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (device problem code). Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file show a noisy ECG signal and lack of ECG baseline, which indicates there was poor coupling between the electrode pads and the patient's skin. This is not an indication of a device malfunction. It is important to note that if ventricular capture is not observed on the ECG display it is important to check electrode placement and ensure they are making good contact with the patient. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Zoll field representatives have contacted the customer's site to provide education on proper pad placement and how to efficiently pace using the r series device. Analysis of reports of this type has not identified an increase in trend.